Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative who reported that the patient reported feeling under-dosed prior to refill date. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated and the logs were normal. As of the day of the report no actions and interventions were taken to resolve the issue. The patient was scheduled for a replacement. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status at the time of the report was unknown and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 20mg/ml at 5.39 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back syndrome-other. On (B)(6) 2019 it was reported that the patient was complaining of going through severe withdrawals every 17th-18th week after his refill. The patient stated that the symptoms last 4 weeks with 2 weeks being severe. No significant event had occurred which would lead to this complaint the patient was having in regards to if any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were read on the pump with the clinician tablet and the 8840 clinician programmer. Questions were asked to get better clarification of what the issue at hand was. Surgical intervention was planned but not scheduled. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information was received from the healthcare provider via the company representative on 22-jan-2019 who reported that the office staff interrogated the patient¿s pump with the clinician table and then with the 8840 clinician programmer and there was no discrepancy between the results in either one of them. The patient stated that he had been feeling this for several years now. There was not a specific date reported of when all of this started to happen to patient. The office staff confirmed that patient complains he is going through withdrawals and also is not getting enough medication. The patient fluctuated back and forth and not consistent with what he said. No further complications were reported or anticipated.